Manufacturer narrative:
Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during an atherectomy procedure, the jetstream xc atherectomy catheter lost aspiration during use. The catheter was removed and the procedure was completed with another jetstream xc catheter. No patient complications were reported and the patient status is fine.